Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were stuck in the applier. The user felt clip loading was tight. The unit was replaced with a new one to complete the operation. No clip fell in the patient.